Event description:
It was reported that there was a volume discrepancy at refill where the expected volume was 9 ml and the actual volume was 18 ml. The patient had pain and less than 50% therapy relief. The logs were checked, x-rays were taken, and a dye study was performed; during which there had been no aspiration. There was a kink in the proximal segment of the catheter. A surgical revision was done where the proximal end was removed and replaced using the pump segment revision kit. The reporter noted that when the catheter was cut by the spinal anchor, there was ¿great¿ csf (cerebrospinal fluid) flow. The explanted segment was discarded by the customer. The patient was reportedly doing well post operatively and was alive with no injury. The pump was used to infuse dilaudid and marcaine. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2009-(B)(6), product type catheter. Product ID 8590-1, lot# n179296, implanted: 2009-(B)(6), product type accessory. (B)(4).